Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding liquid crystal display glass. Unable to perform any tests due to liquid crystal display physical damage.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 140 mg/dl. The customer states had a crack on the left side of screen blacked out half way only can see battery life and pm on clock. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.